Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis. The lead was returned with non-severe explant damage. There were no anomalies observed regarding the returned lead. Concomitant product: d224trk ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient experienced shortness of breath and was "not feeling quite right." An interrogation showed that the right ventricular (rv) lead had triggered a lead integrity alert (lia). The lead exhibited a high number of short interval counts (sic) and the r waves had declined. The lead was also sensing p waves and the cardiac resynchronization therapy was compromised due to the oversensing. It was noted that the patient had taken a fall a while back. The lead was explanted and replaced. No patient complications have been reported as a result of this event.